Event description:
It was reported that within one month of a device changeout procedure there was a lead alert for oversensing and high lead impedance in the right ventricular lead. During the lead revision procedure it was confirmed that the lead had not been properly inserted in the header of the device. The lead was reconnected to the device and proper connection was verified. The device and lead remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that no anomalies were found. It was noted that it was determined/reported that the lead was not properly connected to the device. High (undefined/open) right ventricular pacing impedance and oversensing were confirmed. The analyst commented that high impedance was seen between (B)(6) 2012 and one episode of non-sustained ventricular tachycardia with medial v-v interval of 210ms was observed on (B)(6) 2012.